Manufacturer narrative:
The cannula accessory was returned and evaluated by engineering. No damage was found at the distal tip, and the scraping could not be replicated using a representative instrument.

Event description:
It was reported that during the surgical procedure, the surgeon could not move the instrument arm in and out of the patient. The bipolar maryland forceps instrument was checked, and it was noticed that plastic shavings and tissue had built up inside of the cannula, thus prohibiting the movement of the instrument. The instrument arm was removed from the patient which allowed the surgical staff to remove the instrument and cannula concurrently. The planned surgical procedure was delayed by one hour and completed with a replacement instrument of the same type. The surgical staff did not observe any instrument shavings fall inside of the patient. No patient harm, adverse outcome or injury was reported. MFR. Report # 2955842-2007-00183 was created for the bipolar maryland forceps instrument.